Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: "I have two crossfire 2 consoles I need to set up complaints on. Both literally started smoking. This is the first day I¿ve used both. During th case we were using 90-s wand and we could smell smoke coming out of the unit. " RMA (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the rf board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.